Event description:
In 2001, md (implanter) for the first time, informed the company that one of his patients who was being treated for meniere's disease had accidently pulled out an intraear round window micro cath while combing hair. Shortly after pulling out the catheter, the patient lost hearing and became vertiginous. After md surgically patched the round window membrane, the patient's hearing recovered and the vertigo was eliminated.

Event description:
The pt was being treated for tinnitus (not meniere's disease as previously reported). Pt accidentally pulled the intraear (r) round window micro cath out of their ear while combing their hair. Shortly after pulling out the catheter, the pt lost hearing and began experiencing dizziness of a different quality than they had been experiencing prior to treatment and prior to pulling out the catheter. After the pt's round window membrane was patched, the pt's dizziness returned to its pre-surgical status but the pt's hearing did not recover.